Event description:
In 2008, the pt reported receiving an e4 (occlusion) error on her infusion device. Her blood glucose elevated to 575 mg/dl as a result of not being able to clear the error. Her normal blood glucose level is 120 mg/dl. She stated that her infusion site had been in use for 3 days and her infusion tubing had been in use for 6 days. The pt was instructed to change the infusion site and infusion tubing. She was then able to prime the infusion set and bolus to lower her blood glucose. Upon follow up three days later, the pt reported that her blood glucose returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.